Event description:
The customer reported that the pt developed a hematoma to the right groin post cardiac cath. After the ultrasound was performed a pseudoaneurysm was identified which was successfully compressed with the ultrasound two days post cath. No further complications were noted. The pt did require however a transfusion for low hemoglobin and hematocrit reading.